Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The reported issue was reviewed by medtronic personnel. The reported behavior was found to be consistent with an anomaly in the medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information that, while testing an navigation system, the navigation system will select an incorrect patient from the imaging system used alongside the reported issue. It was reported that the behavior would occur when using an unregistered pre-operative exam in the cranial application software. There was no patient present when this issue was identified. No additional information was provided.